Event description:
The customer tested his blood glucose using his contour meter and received a reading of 200 mg/dl. He retested using another meter and received a reading of 80 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned.